Manufacturer narrative:
Insulin pump passed the displacement test, basic occlusion test, occlusion test, prime, compromised force enhance sensor test, rewind test and excessive no delivery test. No motor error alarm noted. Motor passed motor test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the customer insulin pump received motor error. The customer¿s blood glucose level was unknown. The customer reported that they received a motor error alarm during bolus. The insulin pump will not be returned for analysis.